Event description:
It was reported that the subject device's processor could not recognized camera head and only the color bar was visible during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.